Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient performing therapy without proper training. Two days after acquiring peritonitis, the patient was hospitalized for the event. The patient was treated with fortum injection (1g, intraperitoneal (ip), daily during night dwell, duration not reported) and reflin injection (1g, ip, daily during night dwell, duration not reported) for peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. The outcome of the event was unknown. No additional information is available.